Event description:
It was reported that the patient received a replacement of all ams700 inflatable penile prosthesis components due to the pump being out of position. Spectra devices were implanted to completed the surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient got well.

Manufacturer narrative:
Cylinder 1 has a hole in the outer tube caused by a sharp instrument which is consistent with explant damage. Cylinder 2 has a leak in the cylinder body caused by a sharp object which is consistent with explant damage. The pump was visually and functionally inspected. There were no significant findings and the pump functioned as intend. The reservoir was visually inspected and no leak was found. Review of the manufacturing records for batch 426619 confirmed that there was a total of 5 units started for this manufactured batch with 0 units scrapped. It can be concluded that all the finished goods components in this batch were manufactured per process and met all specifications. No ship history, labeling review, or risk review performed per (B)(6). Based on only explant damages found, the most probable cause for this complaint was considered no problem detected. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient received a replacement of all ams700 inflatable penile prosthesis components due to the pump being out of position. Spectra devices were implanted to completed the surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient got well.